Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens was scratched which was not used. There was patient contact was reported. Additional information was received stating the lens was replaced with same model and different diopter. It was reported that there was no patient harm. Additional information was received stating lens was placed in the eye and discovered the lens was scratched.